Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms randomly, sometimes during prime all week, customer had reverted to backup plan. Customer's blood glucose was unknown. Customer reported to rewind the device and the device had alarmed two no reservoir alarms. Customer reported the device appeared to work. Customer declined troubleshooting. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.